Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional initially reported "implant exchange due to the patient's concern with the product". Healthcare professional later reported "capsular contracture," baker grade unknown. Affected side is right. The device has been explanted and replaced.